Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, the device exhibited multiple stored auto mode switch episodes due to far r-wave oversensing. Programming changes were recommended. The patient will continue to be monitored with routine follow-ups.